Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h6 component code. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is possible that the b30 error occurred due to a failure of the scope of the combination. As a result of verification in multiple scopes, it was stated that the phenomenon was reproduced in only one scope. The cause of the faulty scope could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center received a b30 scope communication error code. It was reported that the b30 scope communication error occurred with only 1 scope after testing it with multiple scopes. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.